Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted quickly from 55% to 0% over a few minutes, received a low power alert, and subsequently shut off. Customer reported a blood glucose (bg) level between 340-360 (mg/dl). Customer indicated that another pump would be used to continue diabetes management.